Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: sub acute thrombosis, requiring medical intervention to prevent permanent impairment. Device issue: no device malfunction has been reported. It was reported via a trial that immediately after the index procedure to place a xience v stent, the patient experienced sub acute stent thrombosis (sat) and continued to complain about chest pain. The patient was sent for additional percutaneous transluminal coronary angioplasty (ptca) for treatment of the sat. EKG and cardiac enzymes, at the time, were negative. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information . Angina and thrombosis are known risks of coronary stenting procedures, and are listed in the IFU as potential adverse events. In this case, there was no report of any device malfunction at the time of the stent implant. The angina, ptca, and hospitalization appear to be the result of the thrombosis. There is no indication of a product quality issue; however, a conclusive root cause for the reported patient effects, and the relationship to the device, if any cannot be determined.